Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se cleaned the touchscreen and the o2 sensor, which resolved the reported issue. No components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during set-up, the ventilator was found inoperative. There was no patient involvement.